Event description:
It was reported that the patient heard beeping tones from the device and presented for an urgent device check. Upon interrogation, it was noted that the device had recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed, and analysis showed the battery appeared to be depleting more quickly than expected. The code 1003 had been recorded back in november 2018. Device replacement was recommended for within 28 days time, but the patient and physician were considering replacing the device that same day. No adverse patient effects were reported. Approximately six months later, the device was explanted and replaced. The explanted device was discarded at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. At this time, no further information is available. This report will be updated should additional information become available. The explanted device was not able to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that the patient heard beeping tones from the device and presented for an urgent device check. Upon interrogation, it was noted that the device had recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed, and analysis showed the battery appeared to be depleting more quickly than expected. The code 1003 had been recorded back in november 2018. Device replacement was recommended for within 28 days time, but the patient and physician were considering replacing the device that same day. No adverse patient effects were reported.